Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the power supply of the main unit made an abnormal sound, which came from the power supply co-responder, resulting in failure to charge; however, the function of the device remained normal. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the ac power module. The power module was replaced to resolve the issue and the device was returned to normal. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that field change order (fco86100201) was performed per philips healthcare instructions and the device was returned to service. Patient involvement is unknown at the time the issue was discovered, however there was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.